Event description:
The complainant alleged that while treating a pt, age and gender unknown, the device did not deliver the intended energy. The complainant indicated there was no adverse effect to the pt as a result of the reported malfunction. They were able to obtain another device and deliver therapy.